Event description:
The customer reported that the pump battery was depleting too quickly, which led to a shutdown of the pump. As a result of the shutdown, the customer's blood glucose level exceeded 500 mg/dl, with the exact value being unknown but noted as "high." The customer addressed the high blood glucose level by using a correction injection via manual daily injections (mdi). No assistance from any third party was required. Technical support educated the caller that a battery depletion of 15-35% per day is normal, and the customer understood before disconnecting the call.